Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technical reported that the 12 volt battery would not charge. Since the event occurred during routine testing of the device, there was no pt involvement during this event.